Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, bent pins of the scope connector caused the event which can be prevented by following the instructions for use: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of blurry image was confirmed due to bent video connector pins. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the visera elite video system center is displaying blurry image with a new camera head. The event occurred during preparation for use, prior to an unknown diagnostic procedure. During a standard service inspection of the customer returned device, bent video connector pins was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.